Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has a defective display screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has a defective display screen. It was noted that the monitor screen was fuzzy, noise also appeared on the monitor. Another cs300 was used to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, and was able to confirmed the white and blurred state of the display. The fse concluded that there was a poor connection between the video receiver board and the video receiver to display cable. The fse replaced the video receiver board and the video receiver to display cable and cleaned the connectors of all other connected cables, which fixed the issue. The problem was no longer reproducible. The unit was then returned to the customer in good working conditions.

Event description:
N/a.